Event description:
Caller alleged that the inform meter smelled of burning and produced smoke when docked in the base. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.